Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID neu_rtm_unknown serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they needed a new controller and recharger. Patient clarified the controller kept going white, locking out, and not charging the implant properly. Patient also said the controller battery was running down quickly when trying to charge the implant. Patient then said it would take forever to charge and the area on their back where they were charging would get really hot while so patient would have to stop and cool down, then charge again later. Patient did not see any damage to the controller port, but then said the pins were a little worn. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient will call back with recharger to process that replacement as well. Patient mentioned they had the recharger replaced int he past and asked how often these go bad. Patient said they'd just had issues with "this" the whole time they'd had it and at one point the patient asked them to "rip it out" as the implant was supposed to be helping them but they'd just had issues. No symptoms were reported.